Event description:
It was reported that the patient presented in clinic due to discomfort from an inappropriate shock delivered by their right ventricular (rv) lead. A device interrogation was performed and found that the rv lead exhibited noise oversensing which caused the inappropriate shock along with high defibrillation impedance, high pacing impedance, high capture threshold, and atrial crosstalk oversensing which caused pacing inhibition. Programming changes were made to disable high voltage therapy. The rv lead was capped and replaced on an unknown date. Patient was stable.